Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a femoral and popliteal percutaneous transluminal angioplasty, the hub separated from a flexor ansel guiding sheath upon removal of the device. Access was obtained in the groin and a crossover approach was used. The sheath was advanced to 45 centimeters and the procedure was performed as planned. Significant resistance was reported and the sheath became stuck upon removal, reportedly due to significant stiff scarring at the access site. The patient had previously undergone a fem-pop bypass and vein graft via access in the groin. The anatomy was not tortuous or calcified. The dilator was not in place at the time of device removal and hub separation; however, an unknown stiff wire guide was in the lumen of the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a femoral and popliteal percutaneous transluminal angioplasty, the hub separated from a flexor ansel guiding sheath upon removal of the device. Access was obtained in the groin and a crossover approach was used. The sheath was advanced to 45 centimeters and the procedure was performed as planned. Significant resistance was reported and the sheath became stuck upon removal, reportedly due to significant stiff scarring at the access site. The patient had previously undergone a fem-pop bypass and vein graft via access in the groin. The anatomy was not tortuous or calcified. The dilator was not in place at the time of device removal and hub separation; however, an unknown stiff wire guide was in the lumen of the sheath. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one used kcfw-6.0-18/38-45-rb-anl0-hc to cook for investigation. The device was received with the proximal fitting separated. The cap inner diameter measured within specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.. Precautions: in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded patient anatomy contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.